Event description:
It was reported that during the implant procedure of four deep brain stimulation leads in a pediatric patient, it was not possible to insert the leads into the connectors of the two bifurcated extensions beyond the second connection in the extension. Forceps were used to hold both the leads and the extensions. It was the second contact on all four extension channels where the lead stopped. A blunt needle was passed through the extension channel to insure that there was no blockage and the needle appeared to pass through fine. The leads then were passed through again. This time the leads went through but still with some resistance. The leads and extensions were implanted. No impedance measurements were taken. At the time of this report, the patients system had not yet been switched on. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient had been switched on with no issues to report. The patient was scheduled to be reviewed after one month.

Manufacturer narrative:
Lead model 3389-28 lot# 0205400514 implanted: unknown explanted: unknown, lead model 3389-28 lot# 0205400513 implanted: unknown explanted: unknown, lead model 3389-28 lot# 0205398913 implanted: unknown explanted: unknown, lead model 3389-28 lot# 0205398001 implanted: unknown explanted: unknown.

Manufacturer narrative:
(B)(4).